Event description:
It was reported that signal loss of over one hour occurred for the mobile app with transmitter serial number (B)(4). However, data for the mobile app with transmitter serial number (B)(4) was provided for evaluation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. It was determined that the signal loss was related to the mobile application. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).